Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6)2025, the patient's tandem insulin pump alerted the patient to a low mg/dl cgm value. No bg meter reading was taken at this time. The patient felt dizzy, nauseous, and was shaking. She self-treated with glucose tablets and called her son. The patient¿s son took the patient to the emergency room. At the ER, the patient¿s bg meter reading was high mg/dl while the cgm was reading 71 mg/dl. The patient¿s wearable was removed. The patient was treated with insulin and IV fluids. The patient was ¿fine¿ but still in the hospital at the time of report (on (B)(6)2025). No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.